Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of rebz1903 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2018 the patient experienced pain during flushing of the device. The device was assessed under fluoroscopy. During fluoroscopy, a catheter fracture was discovered. Attempts to retrieve the catheter that day were unsuccessful. The patient was brought back on (B)(6) 2018 to reattempt catheter removal, which was successful. The catheter fragment was retrieved and the port reservoir was removed.

Manufacturer narrative:
Upon review it has been determined that complaint file for this medwatch 3006260740-2018-00729 is a duplicate file of internal reference file number (B)(4). The product reported by the complainant facility is exempt from MDR reporting per 21 crf803.19 reference e1997041 and has been reported on alternative summary report. A lot history review (lhr) of reyi0335 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a power port MRI isp 8fr with groshong manufactured implanted on (B)(6) 2014. On (B)(6) 2018 the patient experienced pain during flushing and had an assessment under fluoroscopy found a fractured catheter. Attempts to retrieve that day were unsuccessful. Patient was brought back on (B)(6) 2018 for reattempt which was successful. Catheter fragment was retrieved and port reservoir was explanted, both sent to pathology. Both marked for retention.